Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: service and repair evaluation: the repair technician reported that there was insufficient/low power in motor, foreign/ debris were present in motor, housing and shield. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed device history lot ==> the previous service event for part number 05.000.008 with lot number(s) 003316 has been reviewed. The customer called in a service request for this item on 17-dec-2025 for not functioning properly. The item was previously returned for service on 2-sep-2014 due to motor failure. The previous service condition of motor failure is not relevant to the current complained issue of not functioning properly.. The manufacture date of this item is 2-apr-2010. The service history review is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hand piece for battery powered driver is not functioning properly. It is unknown when the issue was observed. No further information was provided.